Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the last calibration performed on 07-apr-2024 and no alarms were noted. The investigation reviewed the qc. The na level 1 qc appeared to be out of range (low). The na level 3 qc was within the specified range. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5 minutes at 4500 (the unit of measurement was not specified). The centrifugation time appears to be too short and the speed appears to be too high as per the manufacturer¿s recommended guidelines. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer inspected the module and found a defective internal standard and electrodes. He then replaced the internal standard and electrodes. He verified the module's performance through test procedures, mechanical checks, ion-selective electrode checks, and precision tests. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three samples (two from the same patient) tested on the cobas 6000 c 501 (ul) v. The initial results were reported outside of the laboratory. The result of 114 mmol/l was deemed critical prompting the rerun of the patient samples. Sample (B)(6). The initial na result from the module was 114 mmo/l with a data flag. The first repeat result from the module by auto repeat was 114 mmol/l. The second repeat result from the other module was 124 mmol/l. Sample (B)(6). (Different patient sample collection with the same sample ID) the initial na result from the module was 115 mmol/l. The first repeat result from the module by auto repeat was 114 mmol/l. The second repeat result from the other module was 124 mmol/l. Sample (B)(6). The initial na result from the module was 128 mmol/l. The first repeat result from the module by auto repeat was 128 mmol/l. The second repeat result from the other module was 139 mmol/l. The repeat results from the other module were deemed correct.